Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017; 310c25 tissue valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has oversensing. The lead remains in use. It was further reported that the right atrial (ra) lead has oversensing and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.